Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. According to the patient, he stopped using the dexcom g7 because he developed redness at the needle puncture site. Around early (B)(6) 2024, the patient consulted a physician at a clinic, and the physician assessed the site and prescribed an oral antibiotic medication for a course of 14 days, and the redness completely healed after treatment. The patient could no longer recall the medication information. At the time of the report, the patient was in good condition and stated the g6 works better for him. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).